Manufacturer narrative:
The customer returned two vial of test strips, lot 233431-11 (vial no. 290919 and 290582), containing >10 test strips. The test strips and vial showed no defects. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 233431-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material perform as specified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that a result of 5.8 inr was obtained at 8:44 am compared to a result of 3.1 inr that was obtained at 8:48 am on the coaguchek xs (serial number (B)(4)). These results were taken from different finger sticks. The patient's therapeutic range is reported as 2-3 inr. It is stated that the hematocrit is unknown. There was no adverse event. It was stated that the patient's condition was good. The suspect device was requested to be returned and replacement product was sent.